Manufacturer narrative:
Investigation summary: customer returned (3) sealed 8mm, 31g pen needles from lot # 6355503 without the shelf carton. Customer states that the box was not sealed and when the tab is pulled off, the tab is very bright like aluminum foil. All returned pen needles were examined and all were observed to be properly sealed without any observed defects. All samples were tested and the tear drop label was able to be removed without any observed defects. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure (box not sealed) as no shelf carton was returned with the samples. Bd was not able to duplicate or confirm the customer¿s indicated failure (tear drop label issue) as no issues were observed on the tear drop labels. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the package of 31 g x 8 mm bd ultra fine¿ short insulin pen needles was opened when received. No injury or medical intervention.